Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had been lying in bed for the last few days prior to the report and was ¿feeling so bad.¿ the patient believed she was not feeling well due to bladder issues. The patient believed she may have a bladder infection. The patient called her physician and was awaiting a callback. The patient also had some retention. The patient programmer had a screen that indicated that her batteries were dead. It was determined that these were the patient programmer batteries and not the stimulator itself. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00swf, implanted: (B)(6) 2012, product type lead. (B)(4).